Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered higher pressures than set. The upper pressure limit alarm activated. There was no pt injury. The reported problem could not be duplicated on a test lung.